Event description:
A caller reported experiencing cartridge alarm 20 while the pump was in use. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer changed the cartridge before contacting support and was able to successfully load a new cartridge and resume insulin therapy, resolving the issue.